Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored electrograms for the right atrial (ra) lead. High thresholds were also noted on the ra lead. This lead remains in use. No patient complications have been reported as a result of this event.